Event description:
The consumer stated the chair will not move,they are seeing a 5 flash error code, when they put the chair in free wheel the chair will not move.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.